Event description:
The patient underwent a therapeutic urethral sling placement procedure. During the procedure, a routine cystoscopy was performed. During this cystoscopy , a perforation of teh small bowel was noted. It is believed the perforation was a result of the trocar was used during the procedure and was attributed to the patient's anatomy. The trocar is a component of this urethral sling system. A general surgeon was called and the patient underwent surgical repair of the bowel perforation. The urethral sling procedure was successfully completed with this device. The patient is doing well and has since been discharged.